Event description:
Allegedly the distal portion of the stem appears to have fractured off the rest of the stem; the patient does not recall a traumatic event. Cultures were taken. "Severe metallosis" stated by dr. (B)(6). Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: pain; osteolysis. (Left).